Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out of range pace impedance measurements resulting in greater than 2000 ohms when programmed in tip to ring configuration. Additionally, high threshold measurements were observed in the same programmed configuration. Once programmed tip to coil, thresholds and pace impedance measurements were within normal range. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.